Manufacturer narrative:
One opened probe was received with no tip protector, in a box, for the report of unable to cut. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration and cut and was found to be conforming for all functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a cut failure as described in the complaint was not confirmed on either sample and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. Probes are 100% visually inspected and functionally tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the did not cut during a procedure. The aspiration function is unknown. The product was replaced and procedure completed with no patient harm.